Manufacturer narrative:
The device will not be returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the pt's hyperglycemia and hospitalization. The caller did report that the device terminated with a hazard alarm. Hazard alarms are safety features not considered malfunctions and the alarm also occurred after she was admitted. No qualification record review could be performed because no product lot number was reported. The omnipod user guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider," and advises "to avoid hyperglycemia (high blood glucose) check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)."

Event description:
The pt reported that she called 911 at 10:00 am on (B)(6) 2012 due to high blood glucose, but she was not able to find the exact bg measurement from that time in the history. She was admitted to the hospital and the pod terminated with an alarm in the hospital at around 3:14 pm. She was unable to find detail about the alarm in the history. The device was discarded by the hospital and is not available for return. The pt reported that she's been given insulin by the nurse since the pod was removed.